Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she is experiencing increased recharge burden. She reports she has to recharge her ipg every day because after recharging her ipg for two hours the programmer displays. "Ipg battery low"". The patient claims sher recharges her ipg to the maxim. Further information identified the patient recharges for eleven hours and the charge only last for six hours. She also reports that when the ipg loses power she feels a burning sensation. The sjm representative met with the patient and reprogrammed the ipg to lessen the recharge burden. Follow up with the physician is pending.